Event description:
It was reported that the patient presented in clinic for a follow up. Xray revealed dislodgement on the left ventricular (lv) lead. The physician elected to explant and replace the lv lead. There were no patient consequences.